Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tip was cracked on the bd emerald¿ syringe. The following information was provided by the initial reporter: "syringes have a crack in the syringe tip."

Manufacturer narrative:
A device history record review was completed for provided material number 307731 and lot number 2203143. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one picture sample was returned for evaluation by our quality engineer team. Through examination of the picture, the reported defect could be observed. At this time, an exact cause could not be determined for this issue. H3 other text : see h10.

Event description:
It was reported that the tip was cracked on the bd emerald¿ syringe. The following information was provided by the initial reporter: "syringes have a crack in the syringe tip.".